Manufacturer narrative:
The field service engineer determined that the issue was caused by an issue with the dispensing of the ise diluent system reagent. The engineer replaced three valves in the diluent flowpath. The issue was resolved after these actions. Calibration and controls were run. Precision testing was performed.

Manufacturer narrative:
The issue was resolved by the service actions.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for ise indirect na for gen.2 (sodium) on a cobas 8000 ise module ((B)(4)). The customer provided data for one patient sample that had an erroneous sodium result. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 125 mmol/l and when repeated, it resulted as 136 mmol/l. No adverse events were alleged to have occurred with the patient. The sodium electrode lot number and expiration date were asked for, but not provided.